Event description:
It was reported that they were unable to recharge or communicate with the clinician programmer, patient programmer or recharger. It was noted that there were telemetry/interrogation issues. It was noted that ¿rhh¿ had no telemetry. The patient was unable to recharge as normal on 2013 (B)(6). It was noted that the patient could not communicate with the patient programmer either. It was further noted there was a visit to the hospital and the nurse was unable to communicate with the clinician programmer. A new recharge and new patient programmer were tried but it still would not communicate. It was noted that they were unable to establish if the device was switched on or had overdischarged. It was noted that the patient was awaiting an x-ray to see if the device had flipped over making recharging difficult. It was noted that ¿admission¿ was planned for 2013 (B)(6) with review the next day with the neurosurgeon. It was noted that there was no troubleshooting performed but it would be in the future. Symptoms included a spasm in the location of the abdominal implant. The patient¿s status was alive with no injury. Additional information received reported that a number of attempts had been made to perform a physician mode recharge (pmr) but the patient was unable to regain communication with the device. It was noted that arrangements would be made to admit the patient for replacement and further testing as soon as possible. Additional information received reported that the manufacturer representative spoke with the neurosurgeon and was informed that the device did not appear to be flipped on x-ray. It was noted that they had tried numerous times to recharge the implantable neurostimulator (ins) using the physician mode recharge (pmr) but still could not gain communication with the ins. Additional information received reported that the patient was admitted for replacement and the ins was explanted. It was noted that the surgeon confirmed that the device was in the correct orientation when they opened the pocket and was implanted at the correct depth. The ins was replaced. The lead/extension/adapter impedances were checked ¿in theatre¿ and were within a normal range. It was noted that electrode impedances recorded during device set up. The right side impedances were between 648-1186. The left side impedances were as follows: c0 3831 ohms, c1 711 ohms, c2 698 ohms, c3 746 ohms, 01 3948 ohms, 02 3810 ohms, 03 1242 ohms, 12 846 ohms, 13 1040 ohms, 23 843 ohms. The left lead was programmed at +3, -1 , 1.5 v, 210 pw, 130 hz. The right lead was programmed at +7, -5 , 2.5 v, 210 pw, 130 hz. The patient would be allowed home 2014 (B)(6).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins hybrid had an integrated circuit copper trace anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.